Event description:
It was reported that during a pulse field ablation procedure indicated for a paroxysmal atrial fibrillation case, a versacross access solution kit was selected for use. When the physician attempted to perform transseptal puncture, the radio frequency (rf) wire was unsuccessful crossing the septum. There were seven rf attempts taken including repositioning the dilator however the wire would not cross. Thus, a versacross connect kit was opened and transseptal was achieved in first attempt. No patient complications occurred. The device is not expected to be returned for analysis (disposed). No other issues were reported.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.